Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and was able to confirm the reported "intermittent image" issue. During testing, when the go monitor was connected to known, good, test equipment, the image would intermittently cut out when the blade was manipulated. The camera image quality test was performed and passed. The technical service representative attributed that "intermittent image" issue to a connector failure. The hdmi connector cap was replaced and the glidescope go monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the display blinked on and off and turned colors with a blade connected. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.